Manufacturer narrative:
Medtronic reference number (B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider returned a single board computer printed circuit board (pcb). The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator the ventilator display froze at the six picture screen. The reported event was duplicated.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified.

Event description:
It was reported that during maintenance the ht70 ventilator display froze at the six picture screen. After a forcibly shutdown, the reported condition was reproduced. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.